Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was disconnected from the insulin pump due to surgery. Customer stated that he is now having issues with the insulin pump. Customer stated that when he pressed the down arrow it kept scrolling without any input. Customer's blood glucose was 280 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was also received with a broken reservoir tube lip, missing end cap sticker and minor scratches on the display window.